Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message" was confirmed during the functional testing and the archive data review. The root cause for the ua41 error was due to the defective temperature sensor cable as a result of wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in march, 2015 and is almost 5 years old, nearing the service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Upon visual inspection, unrelated to the reported complaint, observed crack on the front enclosure and noticed sticky clutch. The cause for the physical damage was due to normal wear and tear. The front enclosure was replaced to remedy the damage and the clutch plate was deburred to remedy the sticky clutch problem. The autopulse platform failed initial functional testing due to ua41 (patient temperature sensor failure) error message. The archive data review showed occurrence of ua41 error message on the reported complaint date. The temperature sensor cable was replaced to remedy the ua41 error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message and the error couldn't be cleared by the user. No patient involvement.